Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux en y gastric bypass, on the second and third staple load prior to firing and clamping on the stomach to create the pouch, the surgeon articulated the staple load to the desired angle. As the surgeon began to advance the stapler to the pouch, the staple load unexpectedly twitched/articulated back towards the center. The user rearticulated to the desired angle and continued on clamping and firing without issue. This did not happen on the first staple load fire with the 45 gray load. There was no patient injury.